Manufacturer narrative:
Batch review performed on 30 april 2021: lot 2008836: (B)(4) items manufactured and released on 18-nov-2020. Expiration date: 2025-11-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient already luxated twice, due to too much anteversion and inclination of the cup. 1 month after the primary surgery the surgeon decided to revise the acetabular components and the femoral head.